Event description:
Dialysis initiated at 1731. Pt was unresponsive at 1935. CPR initiated; 911 called. Unable to resuscitate. Pt expired at 20:17. Machine passed testing prior to initiation of dialysis. Machine failed functional test post event.